Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Contact office phone number: (B)(4).

Event description:
According to the reporter during a lap lar, the first firing with reload was successful. For the second firing, they connected the reload to the adapter, clamped the tissue and tried to fire; however the powered handle did not react at all. The sales rep was present and confirmed the calibration was successful. The surgeon pushed the green firing mode button and checked the status indicators were flashed green, then pushed the blue button; however the device did not work. They pushed the silver button and opened the jaws, the status indicators were illuminated blue, and replaced by another reload. The firing was completed with no problem. After, the surgeon re-connected the cartridge in question onto the handle and the firing was successful. The procedure was completed with another device. The surgical time was not extended. The status of the patient is no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.